Manufacturer narrative:
The device is an unknown prismaflex set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex set, a fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported that there was no issue with the unknown prismaflex set (previously reported). The origin of the leak was unknown; however, was most likely to have originated from an unknown bag of fluid hanging on the scales. Should additional relevant information become available, a supplemental report will be submitted.